Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Information was later received indicating the patient presented once more to their clinic after hearing beeping tones from their device due to the observed code 1003. The physician and patient made the decision not to replace the device as the patient's condition was noted to have improved significantly. No adverse patient effects were reported. This device remains in service.

Event description:
Subsequent information was received that the patient with this device, previously thought deactivated, received five shocks. The shocks were unable to be verified due to the remaining battery capacity, which only allowed a limited device functionality screen to be displayed. The ts consultant recalled that during the limited device functionality screen display, the device was showing a programming of monitor plus therapy, rather than off. An assumption was made that at some point, the programming had been reactivated, unintentionally as it was previously reported the patient no longer required defibrillation therapy. The device remains implanted; the patient was released with access to a magnet.